Manufacturer narrative:
Additional information (7-sep-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated potassium (k) result on a dimension exl with lm system. Hsc has reviewed the information provided by the customer. The siemens remote service center (rsc) consulted with the customer who stated they were receiving error 314 - imt standard air detect failure and error 547 - imt failed to auto align flags. The rsc directed the customer to perform appropriate troubleshooting actions. After performing the recommended actions, the customer processed quality control (qc) without errors. Qc recoveries were within laboratory ranges. The customer reprocessed the patient sample and it compared acceptably to the results from the alternate instrument. The cause of the event is unknown. No other issues have been reported by the customer. The instrument is operational. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00227 was filed 27-aug-2021.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant, falsely elevated potassium (k) result on a patient sample obtained on a dimension exl w/lm system. Siemens is investigating the event.

Event description:
A discordant falsely elevated potassium (k) result was obtained on a patient sample on a dimension exl w/lm system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same dimension exl instrument and an alternate system on the same date. The reprocessed result was lower, considered correct, and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result.